Event description:
During a da vinci-assisted partial nephrectomy procedure, bleeding occurred from the renal tumor and its surrounding tissues. The proctor, who was operating at the surgeon's console, applied gauze with pressure and hemostasis was temporarily achieved. After ischemia of the renal arteries and veins was performed with a bulldog clamp, the renal tumor was removed, and the specimen was collected. The ischemia was then released and hemostasis was performed again, but the bleeding point could not be identified so the procedure was converted to laparotomy. According to the surgeon, the timing of the bleeding was unknown because the patient had severe adhesions and it was difficult to create a visual field expansion. It is thought that the injury occurred at a location where it was not visible. It was noted that the field of view was narrow. After the tumor removal, the renal tumor area was identified as one of the bleeding points. It was decided that it would be difficult to complete the surgery in this condition, and thus, the procedure was converted to laparotomy. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon is unsure of the timing and the cause of bleeding. The surgeon applied gauze to the hilum of the kidney and the bleeding stopped temporarily. The surgeon then proceeded to remove the tumor. After the resection and removal of the tumor, bleeding was seen again from around the renal hilum and inferior vena cava (ivc). The surgeon pressed the bleeding part with gauze again. It was difficult to identify the exact bleeding point as the operating space was narrow due to severe adhesions (the surgeon did not resect the adhesions). A lot of gauze was required to stop the bleeding and due to the narrow operating space, the surgeon decided it was difficult to retrieve all the gauze robotically and converted the procedure to open. There was no allegation of a malfunction of an isi product during the procedure. No instruments are available to isi for evaluation as the site did not believe that there was a malfunction of the instruments used. The amount of bleeding was not provided by the surgeon. There are no videos/images available to isi.

Manufacturer narrative:
Based on the current information provided, the surgeon is unable to provide the cause and the location of the bleeding. The surgeon stated that the adhesions in the patient made it difficult to create a visual field expansion during the bleeding and thus, converted the procedure to open. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a review of the site's complaint history shows no complaints filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, bleeding occurred from the renal tumor and its surrounding tissue. Hemostasis was temporarily achieved by applying pressure with gauze. After the removal of the renal tumor and the bulldog clamp was released, there was bleeding again, and the renal tumor site was identified as one of the bleeding points. The surgeon applied gauze and pressure again but was unable to identify the exact location of bleeding due to the narrow operating space as the patient had severe adhesions. The procedure was converted to open to stop the bleeding. The cause of the intra-operative complication is unknown.